Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that the nurses reported low flow in an arctic sun device. Had them run a functional verification and circulation pump command (cpc) was at 71% in bypass. Per additional information updated from ttm on 04dec2025, biomed need support troubleshooting low flow alert02. Per review of wo notes, they discussed this was indicative of a failed circulation pump. Discussed the 2000-hour service recommendations. They would discuss repair options with management.

Manufacturer narrative:
The initial reporter's zip code: (B)(4). The reported issue was confirmed. The root cause identified as a circulation pump failure. Per additional information updated from ttm on 04dec2025, biomed need support troubleshooting low flow alert02. Per review of wo notes, they discussed this was indicative of a failed circulation pump. Discussed the 2000-hour service recommendations. They would discuss repair options with management. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that the nurses reported low flow in an arctic sun device. Had them run a functional verification and circulation pump command (cpc) was at 71% in bypass. Per additional information updated from ttm on 04dec2025, biomed need support troubleshooting low flow alert02. Per review of wo notes, they discussed this was indicative of a failed circulation pump. Discussed the 2000-hour service recommendations. They would discuss repair options with management.